Manufacturer narrative:
The manufacturer was able to verify the reported problem. A visual inspection revealed that the power manager had a damaged, frayed, and melted input pigtail. The sprintpack failed the functional test where the batteries would not hold a charge. It is recommended that the input and output pigtails be replaced to correct the reported problem. The batteries also need to be replaced.

Event description:
It was reported that the sprintpack had overheated and melted the pigtail at the power manager. There was no patient involved when the reported problem occurred.